Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the insulin pump battery compartment was cracked. The customer was assisted with troubleshooting and display did not returned back. The customer reported that the insulin pump had cosmetic damage. Customer was reported that the insulin pump died due to low battery and insert battery did not display on the screen. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No blank display during testing. Device received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.